Event description:
I have a mesh sling that was manufactured by atrium medical corporation, I have all of the symptoms that other women have had because of the sling but because atrium is not a party to the lawsuits I can not find an attorney to take my case. This mesh is not good. It has perforated my bladder and has cost me three surgical procedures so far. I think atrium should be included in the tort because they have produced the same product. Help! Mesh perforating bladder, metal coil found perforating bladder, multiple uti and other infections. Multiple stones from kidney to bladder.